Event description:
During a neurosurgical case, the medtronic aex generator and aquamantys handpiece was used. The handpiece was activated without room awareness - the activation tone defaults to the lowest setting which cannot be heard. Staff were not aware and the handpiece burned through 2 layers of drapes. Pt code: 4582. Device code: 4042,1670. Ref report: mw5182744.